Manufacturer narrative:
Product evaluation: a company rep examined the system and was able to confirm that the pneumatic valve was operating slowly. The pneumatic valve was replaced. The system was then tested and met all product specifications. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Actions taken: no additional action is planned at this time. (B)(4).

Event description:
The customer reported: the system would not operate a probe during the procedure, no system messages were displayed. The system was exchanged and the procedure completed. No pt impact was reported. Additional information was requested.